Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary nodulectomy, while removing the pulmonary parenchyma, there was poor staple formation and the staple line was incomplete distally. The staple line was fixed by hand sewing. A new device was used to resolve the issue and complete the case.